Event description:
On (B)(6) 2012 customer reported that their dxc 600i (sn (B)(4)) instrument generated false low sodium (na), chloride (cl), carbon dioxide (co2) and/or calcium (calc) results for 10 patient samples. The results were not reported out of the lab. Customer stated that the issue was noticed when the results did not match between the instruments. Customer stated that the results were reported from the other dxc instrument in the lab. Quality control (qc) prior to the event was within lab-established ranges, but after the event qc had shifted low. Field service engineer (fse) inspected the instrument and replaced the electrodes, cleaned the flowcell and replaced the carbon bridge. This resolved the issue.

Manufacturer narrative:
Evaluation, results: fse also cleaned the flowcell and replaced the carbon bridge.